Event description:
The doctor applied an external fixation rail and half pins to the pt for bilateral tibial lengthening. The doctor also applied electric distraction devices to both fixators and pins. The pt was two months into treatment and had reached the desired length bilaterally. The distractors were to a stop, but were not turned off. The pt noted that one pin on each fixator had broken so pt phoned the doctor. The doctor advised the pt to come in the next week. When the doctor saw the pt, pt turned the distractors off and noted that the threaded rods on the distractors were obviously bowed. The doctors feels this put stress on the fixator and pins which, in turn, caused the pins to break. The doctor chose to leave the pin tips in situ and will remove them at the same time dr removes the fixator. The desired results were achieved through treatment with the fixators, pins and distractors.